Event description:
Trocar was sticky and did not allow instruments to move freely.the surgeon noticed that the trocar was sticking within the first half hour of the case. It is not possible to know whether or not the trocar was sticking prior to use, the trocar is opened in a sterile manner and inserted into the belly. Instruments are then inserted through the trocar; this is when the surgeon would experience the trocar sticking. In this particular case a 10mm reusable babcock was passed through the trocar.manufacturer information for this reusable instrument was not recorded.we have reported more than six similar types of events with this device. The only liquid to come in contact with the trocar was bodily fluid from the patient; this should not contribute to a malfunction since this is the intended use.there was no patient harm and there was no change to the patient's plan of care. The surgeon did request a new trocar be opened for use and the case continued without incident.======================manufacturer response for trocar 12mm, kii access (per site reporter).======================mfg to perform qa check and send written response.